Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the device exhibited a software reset. After the reset due to noise, the device detected and delivered a therapy. The cause of the reset was undetermined. The device was tested on the bench and all device functions were found to be normal.

Event description:
It was reported that hv therapy was programmed off during an elective explant. When cautery was used the patient received inappropriate hv therapy. The device went into back up vvi mode. The patient was under anesthesia and was asymptomatic during the procedure.